Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous coronary intervention to treat the mid left anterior descending (lad) coronary artery. Balloon angioplasty was performed to predilate the lad. Intravascular ultrasound (ivus) identified calcium. The 3.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance to the lad, but it ruptured with the first inflation of 10 atmospheres. The nc trek was removed. Ivus confirmed there was no issue. A 3.0x12 mm non-abbott non-compliant (nc) bdc was advanced without resistance and was used to perform the dilatation (16 atm for 15 seconds) without issues. A drug eluting stent was implanted and a nc bdc performed additional dilatation to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.